Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as itchy with bumps across back, shoulders and chest. The patient reported a history of sensitivity to fabrics and certain soaps. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed hydrocortisone for the skin irritation. Follow up indicated that the skin irritation improved.